Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during set up for an unspecified arthroscopy, the werewolf flow 90´s coagulation mode could not be deactivated after the coagulation button was pressed on the device. There was a s+n back up device available. There was less than 30 minutes delay reported and there was no patient involved.

Manufacturer narrative:
H10: internal complaint reference : (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. Bio debris is present. The unit was inspected internally and found saline ingress on the ablation and coag button components, leaving dried saline residue behind. Product was out of the original packaging, and no packaging was returned. A functional evaluation was performed on the returned device and found that plugging the wand into the controller cause an end-of-life error. Using bypass software, the wand created plasma with the foot control but not the hand control. All other functions worked using both hand and foot controls as intended. The data extracted revealed the wand was activated previously and experienced a "multiple button pressed notification". A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include saline/humidity entered the interior of the handle shorting the connection of the buttons. No containment or corrective actions are recommended at this time.